Event description:
A neurologist referred a patient for vns replacement surgery after observing high lead impedance on the patient's device. Based on the length of implant for the lead and generator it appeared likely that the cause of the high impedance was related to a lead fracture. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent generator replacement surgery. The explanted generator was discarded by the facility and was not returned to the manufacturer for analysis. The company representative that was present at the surgery reported that the impedance of the explanted generator was tested with a test resistor, and a diagnostic test returned normal results. The lead was then reinserted into the generator, and diagnostics were within the normal limits. The physician then opted to replace the generator only. No additional relevant information has been received to date.